Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 302772 lot 1801406 to investigate for this record. Bd was unable to verify the reported issue or determine a definitive root cause. The 20 reference units that have been retained and analyzed for this record showed no difficulties or defects. In addition, the package integrity has been within specifications. As this is the first time this lot has been reported, no corrective actions are required at this time. DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's h3 other text .

Event description:
It was reported that prior to use it was discovered that sterility was compromised due to poor seal integrity with a bd syringe solomed 2pc 2ml 25x5/8 fixed cn. The following information was provided by the initial reporter, translated from chinese to english: before use, it's noticed that the package seal integrity poor.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that sterility was compromised due to poor seal integrity with a bd syringe solomed 2pc 2ml 25x5/8 fixed (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: before use, it's noticed that the package seal integrity poor.